Event description:
Customer reported erroneous differential results were obtained when using a coulter lh 750 hematology analyzer on (B)(6) 2008. Results were determined to be erroneous based on comparison to test results obtained with a manual differential. The erroneous test results were not reported outside the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 3 events reported by this customer for this pt for one of two coulter lh 750 hematology analyzers and a coulter gen-s system.

Manufacturer narrative:
The sample was collected in a vacutainer tube and sampled within 4 hours of being drawn. Controls were run before the pt sample and were within acceptable limits. Service was not dispatched for this event. Root cause was determined based on the analysis of raw data. The analysis determined that the sample is abnormal and the neutrophil and monocyte populations are mixed. Due to this poor separation between neutrophil and monocyte populations for this abnormal sample, the algorithm set several suspect flags, including lmm ne 1, lmm ne 2, mo blast, and verify diff. As directed in product labeling, instrument generated flags direct the operator to further review the sample. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4), 2010 of complaints for additional reportable events. This MDR represents event 1 of 3 reported by this customer for one of two coulter lh 750 hematology analyzers and a coulter gen-s system. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00514, 00568.